Event description:
Boston scientific crm received information that this patient's monitoring system for this detected a red alert (low shock impedance) in (B)(6) 2009. Boston scientific's technical services contacted the local representative to discuss. The uploaded information was reviewed by the clinic from the physician website. The available information suggests that this device remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.